Event description:
The customer reported to philips healthcare that the heartstart mrx battery was defective and the defibrillator could not boot on battery power. It booted on ac power. There was no negative pt involvement.

Manufacturer narrative:
(B)(4). A f/u report will be submitted upon completion of the investigation.